Event description:
It was reported that when an asymptomatic patient presented in clinic after experiencing a vibratory alert, the device exhibited signs of premature battery depletion. Upon interrogation, the device was noted to prematurely reach elective replacement indicator (eri) and end-of-life (eol). The patient had been admitted to the hospital for generator replacement. The device was explanted and replaced. The patient had no complications or adverse events.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.